Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "e102" error was confirmed. The evaluation determined illumination light was not emitted due to lamp failure and that the lamp gas was missing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus an "e102" lamp error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error and outgassing of the xenon lamp could not be identified. However, it¿s likely the cause is related to the storage period of the subject device being long. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer by updating b3 and b5.

Event description:
Customer confirmed during pre-use inspection prior to a procedure, the e102 lamp error message occurred. Rebooting did not clear the error message. The procedure was completed successfully with similar equipment.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.